Event description:
The facility reported a colleague infusion pump with a malfunction of "battery". This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the biomed service department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The software version is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with malfunction of "battery" was confirmed by service. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition this device is a unremediated colleague pump with a user interface module software version of 5.03.00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The follow-up medwatch inadvertently stated that the reported condition was confirmed by service. In fact, this condition was not confirmed during product evaluation or event history log review. Quality engineers have assigned the cause to depleted main batteries.